Manufacturer narrative:
The beckman coulter complaint handling unit evaluated the event involving the au5800 chemistry analyzer. A field service engineer (fse) was dispatched to the customer where they completed routine troubleshooting including removing corrosion from the ise unit. All verification checks were within specification. The failure mode was identified as corroded grounding on the ise unit. Improper grounding of the ise measuring unit would cause erratic ise results. The fse removed the corrosion to resolve the issue. Beckman coulter internal identifier is case (B)(4).

Event description:
The customer reported the generation of erroneous low ise (ion selective electrode) patient results on their au5800 clinical chemistry analyzer. There was no report of change to patient treatment in association with this event. There were no reports of calibration or quality control (qc) issues prior to this event. A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. There was no report of an injury or illness to the patient or change to patient care attributable to the output from the device in this event.